Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that there was a constant beep on the pump. Customer had a low battery alarm earlier, but he changed the battery. Customer had no message on the screen when he received the alarm. Customer had a closed circle on the screen and when the time advances, there was no message stating what the alarm is. Customer's blood glucose level was 231 mg/dl. Customer stated that there was a high pitched constant alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.